Event description:
It was reported that a patient required medical intervention (medication) due to pain.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed lot. Without the actual product involved, our investigation cannot proceed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported than on (B)(6) 2016 the patient received a cryotherapy. On (B)(6) 2016 the patient received again pain medication due to moderate pain on lateral side knees. The last update is that the patient is still in pain but does not want any further treatment.